Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by diarrhea. The cause of the event was not reported. The patient was hospitalized for the event. Treatment was not reported. On an unreported date, the patient experienced sepsis. The cause of and treatment for the sepsis was not reported. Forty-two days after hospital admission, the patient passed away (while hospitalized). The cause of death was reported as due to sepsis. It was not reported if an autopsy was performed. The patient was not recovered from the events prior to death. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.